Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set could not be closed. No leak was alleged. This was observed during use of the device for peritoneal dialysis therapy. The transfer set had been in use on the patient for one month. There was no report of patient injury or medical intervention associated with this event. No additional information is available.